Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Supplier evaluation identified several damaged components due to wear and tear.

Event description:
It was reported the cord on the ar-1630 is not working.